Event description:
An error in the code of aixplorer system (software version v4.2) has been identified through internal qa processes of supersonic imagine (no incident has occurred on the field). This error appears when using tamv (time average mean velocity) tool in pw mode under the following conditions: acquire continuously pw data at least 5 seconds. Freeze. Perform a manual trace of the peack velocity as a function of time by using the tamv tool in the measurement tools window. In such conditions, the calculation of the mean velocity value deducted from the peack one could be erroneous and therefore the tamv calculation displayed is incorrect. This error can be clearly identified visually as the mean trace does not follow the pw signal at all. This error will be corrected in a future software version. Until the customer system is updated with a software version which resolves this error, we ask the customer not use the tamv tool.

Manufacturer narrative:
No incident occurred on the field. The issue has been discovered through internal qa processes. Root cause: bug due to memory data corruption of the system. Correction taken: customer notification letter has been sent to inform customers of the problem and to ask to not use the tamv tool until the upgrade with software version resolving the issue. Corrective action: release a software version which fixes the issue and upgrade customers involved with this software version.